Event description:
An altitude alarm was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised cleaning the speaker holes with a soft brush and cloth, which the customer was initially unable to do due to not having a brush. The customer removed and reconnected the cartridge, resuming insulin after waiting five minutes, and confirmed no recurrence of the alarm. The pump returned to normal operation, and technical support provided tips for preventing altitude alarms.